Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 863666-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day". The patient's concurrent conditions included carpal tunnel syndrome since (B)(6) 2015, depression since 1997, anxiety since 1997, irregular menstrual cycle, palpitations, lyme disease, lateral epicondylitis, gerd, seasonal allergy, esophagitis, polycystic ovaries, fibromyalgia and babesiosis. Family history included esophageal cancer. Concomitant products included levonorgestrel (mirena) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy notes: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- vaginal hemorrhage, fatigue. Most recent follow-up information incorporated above includes: on 12-oct-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. (B)(6)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation performed on same day". The patient's concurrent conditions included carpal tunnel syndrome since (B)(6) 2015, depression since 1997, anxiety since 1997, irregular menstrual cycle, palpitations, lyme disease, lateral epicondylitis, gerd, seasonal allergy, esophagitis, polycystic ovaries, fibromyalgia and babesiosis. Family history included esophageal cancer. Concomitant products included levonorgestrel (mirena) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy notes: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; in (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- vaginal hemorrhage, fatigue. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporter information updated. Case is upgraded from other event to incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, dysmenorrhea (cramping), fatigue, gi conditions. Lab data added. On (B)(6) 2019: fu 2 and 3 processed together. Pfs received. New events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), essure insertion and endometrial ablation performed on same day. Medical history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.